Event description:
It was reported that the patient has expired. The implant duration was less than a month. The cause of death is unknown. It is also unknown if the death was device related. Patient also had another valve implanted; no further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made via fax for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
Through follow up with the health care provider, it was learned that the event was not device related. The surgeon has disassociated the device from the event; therefore, it has been determined that this event is no longer reportable.